Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was brought into the emergency department after having some symptoms. Loss of capture, oversensing, and inhibition were observed on the atrial lead. The patient has biventricular pacing but will be sent for a chest x-ray.

Event description:
New information received notes that the patient was sent for an x-ray, but the doctor took over the case. The patient was in stable condition while in the hospital. A lead revision may have been performed, but it is unknown for sure.